Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is deceased. It was further reported that the patient was taken to the emergency room after having a cardiac arrest at the nursing home. The patient was pronounced dead at the hospital. Further review of the manufacturer's database indicated the patient died approximately six weeks after implantable pulse generator replacement. The circumstances of death have been requested and not received.